Manufacturer narrative:
It was reported that the issue had occurred since (B)(6) 2015, and (B)(6) 2016. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set tubing caught on a door knob and pulled out the patient's infusion set. The patient noted that he took steps to tuck the tubing in, but the infusion set still came out. The patient was able to insert a new infusion set immediately after the event occurred. No patient injury was reported. See MFR: 3012307300-2017-00251, 3012307300-2017-00252, 3012307300-2017-00253, 3012307300-2017-00254, 3012307300-2017-00256, and 3012307300-2017-00257.